Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed from a hole in the bottom of the venous chamber. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.